Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the ipg was repositioned in the same pocket. The issue has been resolved post op.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg pocket revision was completed to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.